Event description:
The customer reported the ventilator battery was depleted and would not hold a charge. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service (fse) contacted the customer and determined that pins in the battery connector were pushed back inside the connector and were not making contact with the power management pcb board harness. The customer replaced the battery to address the reported problem. The fse verified that the replacement battery was charging and operating correctly. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.